Event description:
Customer reported the passport 2 monitor had no spo2 function resulting in a possible loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative found loose connection inside the monitor.